Event description:
It was reported that the the screw broke off while inserting a low profile non locking hexalobe screw. The broken screw was successfully removed from the patient. There was a 15 minute reported delay in surgery.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Manufacturer narrative:
The returned product was visually inspected under magnification. The 2.7 x 15mm nl low profile hexalobe screw (pn 3041-23015-s) was confirmed to have physical batch number. The screw showed significant damage to the head, the hexalobe recess and the threads of the screw. The head showed signs of scratches, denting and wear. The screw threads were flattened, shiny and significantly deformed. The screw was fractured just below the screw head, transverse to the long axis. The fracture surface is dull and gritty in appearance indicating a single overload torsional fracture. It is unclear what portions of damage were due to insertion vs. Removal. The length was measured using mitutoyo calipers (gage ID# (B)(4), calibrated (B)(6) 2025, calibration due (B)(6) 2026) to approximate the location of fracture. The screw head measured .1520" while the remaining screw shaft measured .5525". Screws breaking during insertion is caused when encountering increased resistance. This increased resistance may be contributed to encountering dense bone, improper pilot hole depth, or improper surgical technique. No definitive conclusion could be made